Manufacturer narrative:
Follow-up #2. This supplemental is being sent to correct information previously submitted within the additional narrative of follow-up #1. The meter did not pass testing as previously indicated and the complaint was, in fact, confirmed. The narrative should have read as follows: "the meter failed testing. The reported issue was confirmed. In addition, a secondary issue was noted when the meter was found to have a faded display." If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however; a secondary issue was noted when the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.